Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pace impedance measurements on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.